Manufacturer narrative:
This report is being field under exemption e2012070 by arjohuntleigh polska sp. Z.o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided following the conclusion of the manufacturer's investigation.

Event description:
In the complaint at hand it was reported that the caregiver cut his hand while making the bed (enterprise 5000). The injury was sustained as caregiver put his hand on the broken frame hinge located on the head section of the bed.

Manufacturer narrative:
This report is being filed under exemption e2012070 by (B)(4). On 2017-aug-25 arjohuntleigh was notified by (B)(6) in (B)(6) about the incident involving enterprise 5000 bed. Following the information reported the caregiver cut his hand while making the bed. The caregiver put his hand in the gap between the broken hinges from the head raising section. Sharp edges from broken hinges scratched caregiver's hand what in consequences led to the injury occurrence. There was no hospitalization needed, only first aid treatment was given to injured. The arjohuntleigh bed that was involved in the complaint (serial number (B)(4)) was evaluated by arjohuntleigh technician. There was no technical deficiency found within the device, except from broken hinges from the head section of the bed. Based on information provided by customer facility the bed was not excluded from use despite the malfunction detection (broken hinges). As an immediate action after the incident occurrence (caregiver's hand cut) the tape has been applied to broken hinges by arjohuntleigh representative and a loan replacement bed has been supplied to the customer till faulty parts will be replaced. According to the additional information provided we stablished that the patient (male, weighing (B)(6)) using arjohuntleigh bed was suffering from seizures. As per arjohuntleigh representative opinion, the patient's violent movements caused by epileptic seizures could be a contributing factor to the hinge breakage. Although this assumption was made, we were not able to confirm it with certainty. The bed in question was under arjohuntleigh service contract. The preventive maintenance was performed regularly. As per incident description form (idf), the last service was issued in may 2017. It needs to be emphasized that all manufactured enterprise 5000 beds are checked before being distributed to the customers to verify if the product meets the required manufacturer's specifications and check whether the acceptance criteria are met. Records of the inspection are documented in the device history record (DHR). The device history record has been reviewed for this specific device and no anomaly was found. The complaint was decided to be reportable due to the injury sustained (caregiver's hand cut). At the time the incident occurred there was no patient placed on the bed. Upon the conducted investigation and bed inspection done by the arjohuntleigh representative, we determined that although the bed's hinges were damaged, the bed was not excluded from further use and posed a risk to health. If the device would be quarantined, there will be no possibility of any potentially risky situation to occur. It was reported that the frame hinge broke and from that perspective, the enterprise 5000 bed did not meet its manufacturer specification.